Event description:
Patient presented for labor and had epidural placed on (B)(6) 2025. When the nurse went to remove epidural catheter, noted resistance, and contacted the anesthesiologist who presented to the bedside and met resistance as well. Anesthesiologist then contacted neurosurgery for consult in removing the catheter and CT showed catheter had coiled causing resistance. The patient was taken to the operating room on (B)(6) 2025 for l2-l3 laminectomy for removal of epidural catheter. Post operatively, the patient was doing well and discharged same day as surgery. Epidural catheter in place, entering the posterior epidural space at the level of l2-l3, with the tip coiled in the posterior epidural space at l3.